Event description:
It was initial reported that the serial cable for the physician handheld is frayed. It was unknown when or how the serial cord became frayed. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the handheld, flashcard and wand were returned to the manufacturer for evaluation. No anomalies associated with the returned serial cable were identified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No malfunction was identified with the programming wand. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.

Manufacturer narrative:
.